Event description:
It was reported that there was an apparent loss of capture on the ventricular lead and possibly the atrial lead too. It was unable to be reproduced during interrogation. It was later reported that the patient was experiencing atrial fibrillation and the device could not sense the small fibrillation waves and x-ray showed that the lead position was unchanged. No medical intervention was done. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.